Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to communicate with an electrode belt) was confirmed. As received, the monitor failed incoming testing. Upon evaluation, there was a lack of driven ground signal. The cause of the test failure is the lack of driven ground signal. The cause of the lack of driven ground is an open r781 resistor. The root cause of the open resistor cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was unable to communicate with an electrode belt.